Event description:
At the close of the procedure, the tip of the yag laser scalpel was determined to be missing. An x-ray was taken and found to be negative. On 6/3/94, the pt had an endoscopy done in the office of the physician. This examination also proved to be negative. Subsequently, the tip of the scalpel was found by the o.r. Staff. There was no injury to the pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.